Event description:
It was reported via repair work order that the jack could not pump up due to a missing return spring. However, the jack could be pumped up by manually resetting the pump pedal, if necessary. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.